Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The service history of the i2000sr, serial # (B)(6) verifies no subsequent false positive b-hcg results have been reported after the wash zone probe was cleaned. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer stated that a false positive architect total b-hcg result of 35.76 miu/ml was generated for a patient sample that retested negative at 3.77 and 3.51 miu/ml. Wash zone 2 probe contamination is suspected as there were crystals observed on the probe. The probe was cleaned and several negative samples were tested with no discrepant results generated. No impact to patient management was reported.